Event description:
The customer returned the device stating, "the cassette sensor was defective during testing". During device evaluation it was found the downstream occlusion (dso) sensor was defective.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. The suspected device was returned for evaluation. Review of the event history log (ehl) showed there are no errors related to the customer complaint. The device was visually inspected. During the test inspection, the customer reported issue was confirmed. The sensor downstream occlusion (dso) was replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The software was updated and calibrated for better operation. Performance verification test was performed, and the device passed all functional testing after repair.